Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had been experiencing unexplained high blood glucose levels in the range of 300 to 400 mg/dl, which were treated with manual injections and bolus. Caller stated that the customer had also experienced frequent urination, headaches, extreme thirst, and mood changes. Blood glucose level at the time of the call was not provided. Troubleshooting did not show any malfunction of the insulin pump. The device was not replaced or returned for analysis.